Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr troubleshoots the unit and xdcr (transducer) fault alarmed. Probable problem found to main pcb (printed circuit board). No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed with motor fault. At this time, there is no information regarding patient involvement associated with the reported event.